Event description:
It was reported that the customer¿s insulin pump was unable to exit the "preparing to prime" loop. The customer's blood glucose level was 161 mg/dl. Standard troubleshooting was performed. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).